Manufacturer narrative:
The field service engineer (fse) found out that the vacuum nozzle was clogged. After changing it, no further issues were reported. The investigation determined that the event was caused by contamination of the dilution vessel due to pre-analytical handling issues at the customer site. The service actions resolved the issue.

Event description:
There was an allegation of questionable k (potassium) electrode results for two patient samples tested on a cobas 8000 ise 1800 module. Sample 1: the initial result was 3.19 mmol/l. The repeat result on another cobas instrument was 4.10 mmol/l. Sample 2: the initial result was 5.11 mmol/l. The repeat results on two other cobas instruments were 3.80 mmol/l and 3.84 mmol/l.

Manufacturer narrative:
The electrode lot information was not provided. The investigation is ongoing.